Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultralink meter reverting to the setup mode. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 4-8x daily. The patient manages his diabetes with humulin insulin through pump therapy and januvia pills (amount not specified). The alleged issue began a few days prior to contacting lfs. Due to the alleged issue, the patient suspended his insulin pump delivery. On the evening of (B)(6) 2012, the patient claims he felt high blood glucose symptoms of dry mouth, blurry vision, increased urination and fatigue. On the afternoon of (B)(6) 2012, the patient reportedly purchased another meter and obtained a blood glucose result in the "upper 300s mg/dl." The patient administered self a bolus which he manually entered into his insulin pump (amount not specified). The patient reportedly felt better after. The customer care advocate (cca) was not able to walk the patient through troubleshooting to resolve the alleged issue. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.